Manufacturer narrative:
Per tandem's user guide: your t:slim x2 g6 pump is watertight to a depth of 3 feet for up to 30 minutes (ipx7 rating), but it is not waterproof. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump battery intermittently could not be charged properly without the customer maneuvering the cable into the charging port. Reportedly, the issue began after exposing the pump to water. The customer's blood glucose level ranged from 200-500 mg/dl. Reportedly, the customer continued to use the pump for insulin therapy.